Manufacturer narrative:
Patient age, gender, and weight are unknown. Patient is over 18 years old. The complainant reported that the event occurred on either (B)(6), 2010 or (B)(6), 2010. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. The complainant reported that the device was not used past its expiration date. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a cre pulmonary balloon dilatation catheter was used during a bronchoscopy procedure (patient age, gender, and weight are unknown). According to the complainant, during the procedure, the balloon popped in the trachea of the patient. No pieces of the device detached inside the patient and the procedure was completed with another cre pulmonary balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.